Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the b and act buttons was physically damaged and as pieces of metal fell out of them. The customer blood glucose was unknown. The customer stated that the buttons on the pump were unresponsive and they could not access menu options on the insulin pump. Customer was advised to that the insulin pump will need to be replaced and customer refer to back up plan. The insulin pump will not be returned for analysis.